Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroid and were getting false positives on the nim vital. User was getting a positive response on both the trachea and thyroid. User ended up switching back to the nim 3.0 .then, user was getting false negatives on the 3.0 when they was stimulating the recurrent laryngeal nerve. However, they were getting a positive signal on the vagus nerve, so there should have been a positive response to the rln. User could visually see the rln twitching as well. Procedure was extended by 30 minutes. The procedure was completed with backup product. No consequences or impact to patient.

Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.